Manufacturer narrative:
As of today, the explanted products have not been returned for analysis. If the products are returned or if additional information becomes available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory visual inspection noted the lead was severed. Two segments were returned, a 6.2cm mid body segment and a 45.2cm tip segment. The terminal pin was not returned. The extracting stylet was returned stuck in the tip segment of the lead. A suture was tied tight around tip segment of lead likely for removal purposes. The conductor coils were extremely stretched near the lead tip and tissue was noted entwined around the lead tip. No functional testing was performed. Laboratory analysis could not confirm that the lead was stuck in the device header.

Event description:
Boston scientific received information that during the device replacement procedure, the right atrial port set screws and the right ventricular pace/sense port set screws on this device header were stuck and could not be retracted. A bidirectional torque wrench tip broke off in the right ventricular pace/sense hex slot after trying four different wrenches. Mineral oil was attempted and a sternum clipper was used to cut the device header in an attempt to free the two leads. The leads remained stuck in the device header. Subsequently all of the leads were cut and abandoned to remove the device. The patient was then transferred to a higher level of care in a stable condition. One day later, the leads were extracted and a new system was implanted. No adverse patient effects were reported due to the explant and replacement procedure.

Event description:
The lead was returned for laboratory analysis.